Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was having some tingling where the ins is located. The patient reported that it happened when they were working in the garden and that it felt like a pin sticking them. The patient met with a manufacturer representative and was able to resolve the issue. No further complications are anticipated.